Event description:
A representative reported the pump (sn: (B)(4)) reached end of life and the patient had a return of symptoms. The pump that was replaced in 2008 contained lioresal intrathecal, though on (B)(6) 2013, the patient stated that they had baclofen in their pump and the type was not specified. A healthcare professional later reported that they thought the patient's pump was replaced due to a recall (recall not specified).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4). Analysis of the pump revealed no anomalies.